Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2022: 04:17 pm 376 mg/dl; 04:18 pm 17 mg/dl; 04:19 pm 92 mg/dl. (B)(6) 2022: 01:09 pm 117 mg/dl; 01:11 pm 120 mg/dl; 01:12 pm lo mg/dl (which on the system indicates a result of less than 10 mg/dl).